Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently stopped charging while plugged into a power source, and that the customer needed to hold the usb charging cable into position within the pump usb port in order for the pump to charge. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was reportedly 285 mg/dl at the highest. Reportedly, the customer continued to use the pump for insulin therapy.